Event description:
Complainant alleged that while attempting to treat a pt (age and gender unknown), the device was unable to power on. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.